Event description:
This device was returned with oos documentation from biotronik rep. Per the oos, this system was removed due to infection and erosion. This system was replaced with a new biotronik system